Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a history/settings (inaccurate delivery) issue. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because there is an allegation against the delivery function of the pump.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 17-jul-2019 with the following findings: during investigation, the complaint was reported on (B)(6)2019, according to the pump history the pump was in use until (B)(6)2019 . Therefore all black box data and delivery history has been overwritten for time of complain the pump passed all required testing for delivery accuracy . The available total daily dose (tdd) basal history indicates the pump was delivering the programmed basal rate. Tdd adds up correctly with basal program. Unrelated to the original complaint, the battery compartment was observed to be cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.